Event description:
It was reported that the customer was hospitalized due to low blood glucose of 40mg/dl. It was stated that the doctor believes the insulin pump stopped delivering the insulin, and no alarms caused the device to stop delivering. The caller declined to troubleshoot as the device was malfunctioning. It was mentioned that the customer had high and low blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the inulin pump showed it was operating within specifications. The device passed all functional testing.